Event description:
It was reported that about six months ago the patient had a pump implanted. Since that time, the pump had been flipping and moving up and down frequently. The patient stated that he could feel the catheter resting on top of the pump when he felt the top of it. After about a month, the hcp decided to change the medication as the patient reported that he could taste and smell it. Despite the change in medication, the patient reported he could still taste and smell the medication and had requested that the pump be shut off as the settings were low and he was constantly sick from the taste and smell of the medication. The patient resumed taking oral pain medications. The patient reported that he was in so much pain that he could not work. Last thursday, the patient went in for a pump refill. The report indicated that fluid had to be removed from the pump area to find the hole. The pump had flipped and needed to be flipped back by the hcp. The patient was scheduled for emergency pump modification surgery to "put the pump in a sock and stitch it in so it would not move again". Since thursday, the pump area had been swollen. The catheter incision site on his back was also swollen and about the size of half a tennis ball. The patient reported a headache when he was up for any length of time and needing to lie down for it to resolve. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Patient can taste and smell pump medication.